Event description:
Legal complaint: it was reported the patient underwent spinal surgery for spondylolisthesis at (B)(6) hospital (B)(6) on (B)(6) 2022. Due to severe postoperative pain, she received nerve root and sacroiliac joint blocks on (B)(6), followed by a revision surgery with cage replacement on (B)(6) 2022. In summer 2023, her condition worsened with increasing pain and instability. An x-ray ordered by her general practitioner revealed a broken screw at l5/s1. A follow-up at the hospital in (B)(6) 2023 confirmed the need for another surgery. The patient had previously experienced long periods of sick leave and was forced to leave her job as a home care assistant due to physical limitations. After the revision surgery, she underwent rehabilitation but continued to suffer from significant pain and numbness in her toes, requiring ongoing pain medication and further sick leave. In (B)(6) 2024, imaging confirmed the screw fracture, and she was hospitalized again for revision surgery, including screw head removal and cage replacement. Despite some pain relief, she still experiences chronic symptoms and requires household assistance and regular rest periods. This complaint, (B)(4)- captures spinal surgery for spondylolisthesis on (B)(6) 2022 and is linked to the following complaints: (B)(4)- revision surgery with cage replacement, first revision (B)(6) 2022. (B)(4)- pain, instability, and the broken screw. 2nd revision (B)(6) 2023. (B)(4)- significant pain and numbness in her toes, revision surgery, including screw head removal and cage replacement, 3rd revision (B)(6) 2024. (B)(4)- patient experiences chronic pain.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.